Event description:
The patient was feeling dizzy and itchy, tested blood glucose on suspect device and it was 370 mg/dl. Took 20 units of insulin and later passed out. The patient is unsure about time frame. The paramedics were called and tested her blood glucose on their device and it was 35 mg/dl or 40 mg/dl, the pt doesen't remember exact value. She was given glucose paste and taken to the hospital, where she received orange juice.